Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has had 52 episodes of non-sustained vt/vf due to rv lead noise. The noise cannot be reproduced in clinic no electrical anomalies were detected. No further information is available at this time.

Event description:
New information revealed that the patient was asymptomatic to the noise. The lead was capped and replaced on (B)(6) 2018. The patient was stable.